Event description:
Dr was performing lysis procedure and was experiencing difficulty in maneuvering catheter. Attempted to remove catheter and catheter had been sheared and was beginning to unravel. A 2-3 inch section of the catheter tip was 'stuck' in the patient and was removed after an incision was made.